Event description:
It was reported that this patient underwent a left shoulder replacement. Subsequently, they had their implant replaced due to a suspected infection. The patient was last known to be in stable condition following the event. No further information is available.